Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range, which caused blood glucose levels to exceed 500 mg/dl, with values displayed as "high." Customer addressed the high blood glucose by administering a correction injection via manual insulin therapy. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.